Event description:
It was reported that the screen on quick bolus button has stopped working. The device turns on when plugged into a power source. No impact to customer's blood glucose level.

Manufacturer narrative:
The product has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.